Manufacturer narrative:
Investigation summary: no samples were returned therefore the investigation was performed based on the photo provided. The customer returned one photo for the 30gx8mm bd nano pen needle. The customer reported that the plunger is difficult to use as intended and, npe of needle breaks during use. The photo was examined, and it was observed that the npe of the cannula was broken. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure of difficult/unable to operate. A root cause for this issue could not be determined based on the photo provided alone.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was difficult to operate during use. The following information was provided by the initial reporter: "I prepared to use my pen like I've done for the last few year I pressed my plunger down but it would not budge. I tried a couple of time before I sheathed the needle before removing from my pen".

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was difficult to operate during use. The following information was provided by the initial reporter: "I prepared to use my pen like I've done for the last few year I pressed my plunger down but it would not budge. I tried a couple of time before I sheathed the needle before removing from my pen."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.